Manufacturer narrative:
No product was received as the original construct remains in situ and no product fault was alleged. No radiographs could be provided confirming the alleged complaint and the patients post op activity levels are unknown. The root cause of the event is unknown but proximal junctional kyphosis (pjk) is a common complication following adult spinal deformity surgery or a long spinal fusion. No additional investigation required. Labeling review: "potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries. Potential risks identified with the use of this system, which may require additional surgery, include: decrease in bone density due to stress shielding paralysis." "Post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."

Event description:
On a unknown date a patient underwent a posterior fixation procedure from t10-l5. Post op the patient developed proximal junctional kyphosis (pjk) and on (B)(6) 2020 it was reported the patient underwent a revision to address the pjk by extending the construct from t10 to t5. It was reported the patient was not experiencing any adverse symptoms other than the pjk induced paralysis and the revision surgery was completed successfully.